Manufacturer narrative:
A visual examination of the returned device found that the clevis was bent and would not meet manufacturing specifications. Functionally, the jaws would open and close within specification considering the bent clevis. No other abnormalities were noted during device evaluation, and the device riveting and welding was examined and found to be within specifications.. The condition of the returned incident device was consistent with the complaint; that a bend was present. Based on the evaluation, the most probable root cause is a manufacturing issue. There is a correction being implemented to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the end of the metal forceps was bent. Reportedly there was no damage to the package itself. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the end of the metal forceps was bent. Reportedly there was no damage to the package itself. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.